Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.

Event description:
Customer's mother reported that in 2009, the customer was unable to successfully calibrate their freestyle navigator continuous glucose monitor. The next day, the customer experienced symptoms of hypoglycemia and convulsion. It was reported by the customer that they were not receiving continous readings at the time of the event. The customer's mother also reported receiving readings of "lo" and 40 mg/dl with a freestyle meter; however, when the readings were taken in relation to the event is unknown. Paramedics were called and customer was transported to the hospital where he was "related" with glucagon and juice. It was also reported that the customer was diagnosed with a sprained wrist. There was no report of death or permanent impairment associated with this case.